Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "rupture." Device remains implanted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening in posterior side assessed as surgical damage. Other-medical-ndr: not applicable as the event is not related to the device. Additional observations: creases are observed. No further actions are required as the device was implanted.

Event description:
Patient reported left side "rupture." Healthcare professional reported, left-side "bunch of benign neoplasms." The device has been explanted.

Manufacturer narrative:
Clarification to a2- date of birth: on (B)(6) 1976. Clarification to a2- age at the time of event: 46 a review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported, left-side "bunch of benign neoplasms." The device has been explanted.